Event description:
It was reported that this electrode over-sensed noise resulting in an untreated episode. Technical services was consulted and noted there was also an episode of inappropriate shock therapy due to oversensing. General recommendations for subcutaneous implantable cardioverter defibrillator (s-ICD) system troubleshooting were provided. This electrode remains in service, and no adverse patient effects outside of the inappropriate shock were reported.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode over-sensed noise resulting in an untreated episode. Technical services was consulted and noted there was also an episode of inappropriate shock therapy due to oversensing. General recommendations for subcutaneous implantable cardioverter defibrillator (s-ICD) system troubleshooting were provided. This electrode remains in service, and no adverse patient effects outside of the inappropriate shock were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.